Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 206 mg/dl. The customer's parent stated that the infusion set was being changed when the device shut off completely, even though the battery had just been replaced the day prior. No damage to the insulin pump was noted. The customer was not present with the device in order to troubleshoot. Advised the caller that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.